Event description:
It was reported that during ptca/stent procedure, following the first inflation, deflation of the balloon took over two minutes. The catheter was removed, re-insertion and re-inflated. The balloon would not completely deflate and was removed with the balloon partially inflated through the vessel.